Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged and during re-positioning of the lead a few days later the physician was unable to tighten the atrial port setscrew. The device was replaced. And the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.